Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient¿s catheter was severed during back surgery which is why they decided to remove the entire thing. No other information was given. The patient¿s status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.